Event description:
It was reported that after placing the left ventricular (lv) lead, the guidewire was attempted to be removed, but it couldn't be moved due to friction. During the attempts to remove the guidewire, the lv lead was displaced. Both the lv lead and the guidewire were removed, however the guidewire was damaged and the impermeable part of the guidewire became detached and remains in the patient's body. A new lv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.